Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker triggered an alert for out of range pacing impedances on the right ventricular (rv) lead. Noise and oversensing were also observed on the rv channel which resulted in pacing inhibition greater than 2 seconds. At this time, the pacemaker and rv lead remain in service. No adverse patient effects were reported.